Manufacturer narrative:
The probe sample was returned for evaluation. The finished goods consumable lot was manufactured with three probe component lots. A device history record review for each of the three probe lots was conducted. No anomaly was found during the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. A sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Event description:
A customer reported that the probe would not cut during surgery. The product was replaced and surgery was completed with no patient harm reported. The sample is not available for evaluation.

Manufacturer narrative:
One probe sample was visually inspected and deemed conforming. Actuation testing was performed and deemed initially nonconforming. The cutter did not open or close. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 15 to 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when the inner cutter was removed from the needle. Wear marks were present at the bend area and the cutting edge of the inner cutter. The actuation test was repeated on the disassembled probe and the test was then deemed conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The complaint evaluation does confirm the probe actuation and cut performance was nonconforming. The root cause for why and when the probe stopped actuating and cutting cannot be determined from this evaluation. The cutting edge may have become worn after being used for 15 minutes of use. Actuation and cut performance may also deteriorate from surgical material causing interference between the inner cutter and the outer needle during its surgical use, as evident by the marks at the cutter bend area and cutting edge. When interference is eliminated as was done by the disassembly of this probe, the actuation testing was then conforming. An investigation has been completed and actions implemented to reduce the frequency of probe complaints for this issue. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).